Manufacturer narrative:
Summary: customer stated needle detached from hub and stayed in him, lot # 8150514, item # 0543. A total of (B)(4) ea pen needles were released on 05/26/2015. The (B)(4) units were packed and released as finished goods. The (B)(4) ea pen needles were scrapped. The (B)(4) units were shipped to various customers. No product was returned with complaint. Review of device history files to include final release packet indicated no issues with this lot. Lowest pull force during final testing was 8.07 lbs, with an average of 9.64 lbs for the test set. Lowest pull force during in process testing was 7.23 lbs, the acceptance criteria for pull force testing is greater than or equal to 22n, (4.96 lbs). Performed pull force testing on ten (B)(4) ea retain samples. Lowest pull force on the retained samples was 8.14 lbs, with an average of 9.23 lbs for the test set. Device not returned.

Event description:
Customer stated needle detached from hub and stayed in him. He had to go to the hospital to get it removed.